Event description:
It was reported to bsc/target that during a procedure when the physician had just placed the gdc 18-2d 2-diameter synerg detection circuit in the aneurysm, its placement did not look right, so the physician went to re-position the device and found that it had totally detached. It was the first coil in. It was not perfect as a loop crossed over a branch vessel. The physician then placed a second coil and it sort of moved the first one in a better position. This case was finished without any further complication.